Manufacturer narrative:
The suspect device was evaluated onsite by a field service engineer. It was determined the main lamp was not functioning and the spare lamp was on. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light source was "not working." The problem, as reported to olympus, was identified during preparation for use. Upon inspection of the device by a field service engineer, it was determined the main lamp was not working and the spare lamp was on. This report is submitted due to the report of main lamp was not working. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon occurred due to the faulty power supply unit. According to the repair department, error code e103 was displayed and the spare lamp turned on due to the faulty power supply unit. However, they could not identify the cause of the latter. Other inspection findings were as follows: dust inside the unit; scratches, dent, and coating peeling of the top cover; scratches on the front panel; scratches on the chassis; corrosion on the rear panel. Olympus will continue to monitor field performance for this device.